Manufacturer narrative:
The customer was able to move tubing in valve vl14 and rbc bath started to drain properly, likely due to a restriction or clog in tubing, which was then cleared. Field service was not dispatched for this issue. (B)(4).

Event description:
The customer reported receiving low results for red blood cells (rbc) and platelets (plt) on controls run on a coulter ac·t diff analyzer. While the customer was troubleshooting with the assistance of customer technical support (cts) over the phone, the customer discovered that the rbc bath had overflowed, causing a leak of about 2ml of fluid. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.